Event description:
It was reported that during a procedure of the moderately calcified and tortuous, distal right coronary artery (rca) the xience prime stent was implanted. It was noted that during retracting the physician decided to use the xience prime stent delivery system (sds) balloon for pre-dilatation of the mid and proximal vessel without issue. When attempting to removed the sds resistance was met with the 5 fr guide catheter. The patient experienced a small st elevation during the event and medication was given. All of the devices were removed as a system. Although there was a clinically significant impact, the patient stabilized and there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the stent delivery system were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.